Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that failed battery alarm. Customer's blood glucose level was 145 mg/dl. Customer also stated that they received failed battery test alarm during trouble shooting. The device will be returned for analysis.